Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that two of their top teeth cracked. They had to go to their dentist to have them repaired. Composite filling was placed on #7 and #9.their aligners now no longer fit. Additional information has been requested.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.